Event description:
It was reported that bd conventional needles foreign matter present. The following information was provided by the initial reporter, translated from french to english: on opening the packaging, the presence of black powder was noted.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 231202. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples and the affected physical sample were returned for evaluation by our quality team. Through examination of the samples, non-embedded black foreign matter was observed within the blister package and on the needle product. It has been determined that the foreign matter originated from residue of the packaging machinery. Any activity performed in the packaging machinery must follow the preventive measures defined in our procedures. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where good manufacturing practices are followed. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
No additional information